Manufacturer narrative:
(B)(6).

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with the elecsys hcg test system on a cobas e 411 immunoassay analyzer. The sample initially resulted with an hcg value of < 0.500 miu/ml accompanied by a data flag. The result was reported outside of the laboratory. Ultrasonography was performed on the patient and the patient was determined to be (B)(6) pregnant. The complained sample was repeated with an unknown hcg beta test method, resulting with a value of 71145.40 miu/ml. No adverse events were alleged to have occurred with the patient. The reporter used a 13 mm. Diameter sample tube, but did not use rack adapters required for 13 mm. Diameter tubes.

Manufacturer narrative:
The hcg reagent lot was 31981402, with an expiration date of 31-july-2019. The repeat result was generated on an abbott architect. The calibration was slightly lower than expected, and the frequency of calibration is not according to roche recommendations. The qc recovery was out of range for both levels. The sample clotting time was too short. The investigation did not identify a product problem. The cause of the event could not be determined.